Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the cause of unable to aspirate was unknown.

Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 10mg/ml at 1.1mg/day and bupivacaine 10mg/ml at 1.1mg/day. It was reported that the patient reported multiple falls and the pump was working well and she saw a gradual decline in the pump efficacy. It was also reported that the patient had multiple falls related to the pump not working as well. The side port didn't provided positive aspiration, so a revision was scheduled. The catheter was revised on (B)(6) 2025 to restore flow. The catheter was partially explant and the original catheter was tied off in the pump pocket. In regards to any environmental, external, or patient factors that may have led or contributed to the issue, multiple falls were noted. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.